Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement procedure that the new device was seen to have high impedance. Multiple pin re-insertions were attempted and the connection zone was flushed and checked for debris but high impedance continued to be observed. The surgeon then re-attached the patient's old generator to the leads and performed diagnostics which resulted in an impedance within normal limits. The surgeon then requested a different generator be used as he believed the device to be faulty. A new device was then used which showed normal impedance and the patient was closed. Test resistor was not used as surgeon declined use of accessory kit on two occasions. The lead impedance was reported to be ok on the explanted generator when re-interrogated after new device showed high impedance. The explanted device also showed normal impedance in pre-op. The explant facility has responded that the unused generator (suspect device) was discarded. No other relevant information has been received to date.